Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the pcu had unresponsive keypad and would not show an ac light when the power plugged into it. There was no patient involvement.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), b17 - device not returned, c20 - no findings available, g07001 - part/component/sub-assembly term not applicable. Additional information : device available for eval?, returned to manufacturer on, device return to manuf . Device eval by manufacturer? , if other specify, imdrf annex a, g, b, c, d codes, remedial action required and remedial action #. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pcu had unresponsive keypad and would not show an ac light when the power plugged into it. There was no patient involvement.